Event description:
As reported by implant patient registry, approximately 5 years and 9 months post transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position the valve was explanted due to unknown reasons. After reviewing the medical records provided, the patient is an 83 year old male, with a complex medical history including aortic stenosis, mitral regurgitation, congestive heart failure, atrial fibrillation, sick sinus syndrome, coronary artery disease, carotid stenosis, copd with bronchiectasis, prior tia and cva, hypertension, hyperlipidemia, ckd iiib, acute kidney injury, altered mental status, obstructive sleep apnea, gastrointestinal bleeding, osteoporosis, pancreatic cancer, and a history of smoking. The patient underwent successful implantation of a 26 mm s3 aortic valve on (B)(6) 2019. Initial recovery was uneventful until severe paravalvular regurgitation developed in 2021 following recurrent symptoms. Subsequent hospitalizations revealed two paravalvular leaks around the bioprosthetic valve. In 2023, transcatheter closure of the right non pvl with a 14'mm avp ii device was successful, while closure of the smaller left - right pvl was unsuccessful due to inability to cross the defect. The patient underwent successful post dilatation of the 26mm s3 valve using a non-edwards z'med balloon on (B)(6) 2023, resulting in improvement of pvl from severe to moderate. Despite these interventions, the pvl progressed to moderate-severe later in 2023, accompanied by declining functional capacity and persistent symptoms including severe fatigue, dyspnea, palpitations, orthopnea, and lower extremity edema. The patient ultimately elected to pursue surgical management and underwent explantation of the 26mm s3 valve on (B)(6) 2025. Intraoperatively, severe pvl was confirmed, and extensive native valvular calcification involving the annulus and lateral fibrous trigone was noted. A 29mm inspiris valve and coronary artery bypass grafting were performed. Postoperatively, the patient developed acute liver failure, renal failure, worsening lactic acidosis, and suspected mesenteric ischemia by postoperative day four. Continuous renal replacement therapy was initiated, and after discussion with the family, care was transitioned to comfort measures. The patient expired on (B)(6) 2025.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that the patient was a former smoker which could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.